Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific prescription form has been received requesting a revision device. Notes on the form "due to a periprosthetic fracture there is a small amount of distal humerus intact and the aim is to try and preserve it and save the elbow joint".

Event description:
A patient specific prescription form has been received requesting a revision device. Notes on the form "due to a periprosthetic fracture there is a small amount of distal humerus intact and the aim is to try and preserve it and save the elbow joint."

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a mets, proximal humerus replacement, humeral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mets proximal humeral replacement, the date of insertion is unknown. The surgeon reported a periprosthetic fracture. The CT image provided shows a spiral fracture at the tip of the stem, which confirms the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.